Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar associated with this complaint. Failure analysis completed the investigations and replicated and confirmed the customer reported complaint. Fa found the instrument to have damage of the conductor wires insulation. The instrument failed the electrical continuity test. The wires were not found to be exposed. Additionally, fa fund the instrument to have a dislodged grip cable at the proximal end. The instrument was found to have multiple input disks cracked. Hairline cracks were found on grip input disks.

Event description:
It was reported that during central processing, the force bipolar was found to be defective. The device was not used on a patient. No report of patient harm, adverse outcome or injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report. Isi received the following additional information on 1/14/2022 from the team leader in surgery: no further information can be provided about the exact dates and the use of the instruments. The reporter indicated that almost all cases the instrument did not pass current.